Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. The patient reported broken and missing skin with a stinging sensation. There was no alleged device malfunction contributing to the irritation. The patient reported speaking to health care provider about the irritation but there is no indication that the patient received medical intervention. The medical outcome is unknown.